Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the upper thoracic site. Symptom was upper back pain. The physician does not believe it was procedure related but confirmed it was device related. The patient underwent an explant procedure and was placed on antibiotics.